Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system did not boot up successfully. It got stuck at 00:00. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. A review of the system logfiles found a network connection issue occurred on the flexvision pc. Upon troubleshooting actions, fse identified that the flexvision pc fan was not starting and pc was not booting up. The defective flexvision pc was returned for analysis and it was concluded that the power supply was faulty. Fse replaced the flexvision pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.